Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one of four on the homechoice (hc). During troubleshooting, the home patient (hp) discovered an open clamp on the unused final line. The technical service representative (tsr) assisted the patient in clearing the alarm. The tsr advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.